Event description:
It was reported that an alarm and error were noted on the monitor/ unable to get error code or alarm prior to use. The device was swapped to isolate the issue. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: d8, e1 (phone number), g2 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted normal wear. The device was connected to an external power and was powered on, passing power on self test (post). An spo2 tester and sensor were individually connected to the device and were observed to deliver readings. Troubleshooting isolated the root cause to the spo2 printed circuit board (pcba). An internal inspection found dried ingress within the housing as well as corrosion on the coin cell and rust on connectors of the main pcba. A review of the system logs showed that the device had delivered error ee010 prior to return and it was both visible and audible. It was reported that an alarm and error were noted on the monitor/ unable to get error code or alarm prior to use. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.